Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in 2009. Post-operatively, at about 9 days later, the patient presented with a right peri-vesicular hematoma which was right-sided in the retropubic space. This required in-patient hospitalization. The patient also experienced fever and was treated with intravenous antibiotics. The surgeon opines that the likely source of the bleeding was perivesicular veins. The event is listed as resolved as of one month later.